Event description:
Philips received a complaint by the customer on the v60 indicating no alternating current (ac) power; the device only operated on battery power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the device displayed a "running on internal battery" alarm error message as the device only operated on battery power even though it was plugged into the ac outlet. The customer verified that there was no 24 volts in the pneumatics screen. The remote service engineer (rse) advised the customer to try a different power cord and check for ac power. The rse also recommended replacing the power cord and power supply and provided the customer with the part numbers of the replacement power cord and power supply for repair. The customer discovered that the cause was due to the power cord and ultimately replaced the defective power cord to resolve the issue. Per the good faith effort (gfe) response received on 19mar2026, the power cord replacement resolved the issue as the device was charging properly. The biomedical engineer (bme) received the charging light indication, and the "running on internal battery" alarm error message disappeared. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.